Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A portion of the extracorporeal tubing and male leur was cut from the iab and was not returned. One kink was observed on the catheter tubing and inner lumen approximately 76.2cm from iab tip. Additionally, one kink was observed on the catheter tubing approximately 73.4cm from iab tip. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal and measuring 0.005cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: house supervisor office. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a catheter restriction alarm and could not resume pumping. The iabp was switched out with another but the same issue occurred. The customer had tried the ¿fill¿ key unsuccessfully. They also tried reconnecting the tubing, tilting the patient, and maneuvering the sheath hub and iab catheter. In beginning to troubleshoot further, the getinge representative asked if there was any visible blood in the helium tubing. The customer checked for blood and reported that there were ¿flecks¿ of blood noted in the tubing- near the femoral insertion site. They were notified that this likely indicated an iab leak and there was an immediate need for removal. They agreed and spoke to the surgeon. They decided to remove the iab at that point. It was reported that the patient was stable. They stated that they are not likely to replace the iab. There was no patient harm or adverse event reported.